Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance anomaly. Additional information indicated that the lead was fractured due to subclavian crush which resulted to high impedance measurements. The lead was surgically abandoned. No additional adverse patient effects were reported.